Event description:
On 01/05/1998 pt presented elsewhere (? Physician's office) for chemotherapy treatment. As the port-a-cath was being flushed prior to the administration of the chemotherapy agent. The pt experienced pain in the left infraclavicular region, had some swelling at the site, but no other symptoms. The pt presented to facility on 01/06/1998 for an x-ray. The x-ray revealed the catheter was separated from the port and the catheter had migrated to the pulmonary arterial tree. "There was a fracture of the left-sided port-a-cath with a large fragment of the tube being in the right-sided pulmonary arterial system." On 01/06/1998 the pt had the catheter removed from the pulmonary artery without complication via a right percutaneous femoral venous puncture. A catheter was placed into the right main pulmonary artery and a microvena snare was used to retrieve the foreign body. Then the pt was taken to the operating room where the port-a-cath was surgically removed. The pt demanded and received the catheter fragment upon removal in the radiological dept. The pt likewise demanded the port-a-cath from his surgeon.